Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, immediate implantation, peri-implantitis, pain, swelling, fistula, inflammation ((B)(6) are same patient).